Manufacturer narrative:
The device was returned to zoll canada for evaluation. Our evaluation of the device was unable to duplicate the customer report. The device passed all functional testing, including defib/pacer stress testing, bench handling, and defib cycling. The logs were reviewed for the event date of 7/28/2025. Intermittent issues were observed which would explain why the analysis could not be performed. Connection and accessory identification, the mfc receptacle and mfc cable will be replaced as a precaution. No trend identified against similar reports.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 93-year-old male patient, the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.